Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient recovered from the peritonitis and cloudy effluent events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with cefuroxime injection (intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.